Event description:
On (B)(6) 2025, a 65-year-old female patient with a history of hepatocellular cholangiocarcinoma received two histotripsy treatments to liver segments 4 and 5, for a total planned treatment volume (ptv) of 39.1 cc. A bleed was identified during immediate post imaging via CT. The patient was moved to another operating room to embolize the bleed. Her platelet count dropped below 50 necessitating transfusion. Patient is doing well post-procedure.

Manufacturer narrative:
No device malfunctions or other noteworthy events occurred during the case.